Manufacturer narrative:
(B)(4).

Event description:
Literature: askermans l, duits a, van der linden c, et al. Double-blind clinical trial of thalamic stimulation in pts with tourette syndrome. Brain. Mar 2011;134(pt3):832-844. Doi: 10.1093/brain/awq380. Summary: the authors used deep brain stimulation of the thalamus as a therapeutic option in pts with tourette syndrome who are refractory to pharmacological and physiotherapeutic treatment. Pts were invited to take part in a double-blind randomized cross-over trial assessing the efficacy and safety of stimulation of the centromedian nucleus - substantia periventricularis - nucleus ventro-oralis internus crosspoint in the thalamus from (B)(6) 2005 to 2009. After surgery, the pts were randomly assigned to 3 months stimulation followed by 3 months off stimulation (group a) or vice versa (group b). The cross-over period was followed by 6 months on stimulation. Assessements were performed prior to surgery and at 3, 6 months and 1 year after surgery. All pts experienced subjective gaze disturbances and reduction of energy levels; there were no reports of any sexual problems. Reportable event: the authors reported that one pt (pt 2) experienced a serious small parenchymal hemorrhage ventral to the tip of the electrode resulting in ventricle gaze palsy with normal vertical vestibular ocular reflexes, indicating a supranuclear deficit. This resolved after 6 months as seen on objective ophthalmological measurements; however, persistent subjective slowing of vertical fixation and pursuit on stimulation led the pt to switch off the stimulator after completing the cross-over period. Stimulation once a month for a few hours did not adversely affect the subjective complaint of slowing but seemed to prolong the beneficial effect on tics. It was reported that there was a substantial beneficial effect of stimulation was observed in the unblinded assessment at 1 year after surgery when compared with preoperative assessment. The pt's elevated obsessive-compulsive behaviour showed improvement when in the stimulation on condition.